Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this recently implanted pacemaker system presented to the clinic with syncopal episodes, and a device check revealed right ventricular (rv) lead non-capture at 4v at 1.5ms. The physician planned to schedule rv lead revision, and the rv output was programmed to 7.5v at 1.5 ms until the revision. This rv lead remains in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this recently implanted pacemaker system presented to the clinic with syncopal episodes, and a device check revealed right ventricular (rv) lead non-capture at 4v at 1.5ms. The physician planned to schedule rv lead revision, and the rv output was programmed to 7.5v at 1.5 ms until the revision. This rv lead remains in service at this time. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead had dislodged into the right atrium. Subsequently, the rv was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.